Event description:
It was reported that during an arthroscopic procedure the insulation of the evac 70 xtra plasma wand did not work. In addition, the pt sustained a burn on the tongue. No further information is available.

Manufacturer narrative:
The pt's age and gender were requested but were not received. The manufacturer has attempted to follow up with the reporter, however, those attempts have been unsuccessful. Evaluation summary: a review of the device history records found no non-conformances associated with this manufactured lot.